Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that it was no longer working and patient was in excruciating pain. Patient was having trouble locating a manufacturer representative. No further complications were reported/anticipated.